Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle through catheter during use. The following information was provided by the initial reporter, translated from spanish to english: the patient with md described is channelled, but it must be removed because the tip of the catheter opens, causing a lot of pain for the patient and a new channeling.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle through catheter during use. The following information was provided by the initial reporter, translated from spanish to english: the patient with md described is channelled, but it must be removed because the tip of the catheter opens, causing a lot of pain for the patient and a new channeling.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 20g x 1.16in insyte autoguard device for the investigation. Through the inspection of the photograph the needle is visibly spearing through the catheter. The reported issue was confirmed. As the device has been used, the issue likely occurred during tip adhesion break. If the device was speared prior to use, the clinician would likely see this and not use the device. A device history record review showed no non-conformances associated with this issue during the production of this batch.